Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2008. Subsequently, a revision procedure was performed on (B)(6), 2011 due to pain, loosening and erosion of bone. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, #4 states,"loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." This is MDR three of four (1825034-2011-0001043 and 01045 through 01047) for this event. The user facility was notified of the event on (B)(4), 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(4), 2011.